Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information suggests a device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this insertable cardiac monitor (icm) was identified as reaching early recommended replacement time. Technical services explained that a specific root cause could not be determined from the available data, but product diagnostics confirmed premature battery depletion with a rapid voltage drop. An analysis letter request was submitted so that, once the device is replaced, a letter can be sent to the physician explaining the battery depletion findings. The device was recommended to be returned for detailed analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) was identified as reaching early recommended replacement time. Technical services explained that a specific root cause could not be determined from the available data, but product diagnostics confirmed premature battery depletion with a rapid voltage drop. An analysis letter request was submitted so that, once the device is replaced, a letter can be sent to the physician explaining the battery depletion findings. The device was recommended to be returned for detailed analysis. No adverse patient effects were reported. This product remains in service.